Manufacturer narrative:
Device is a combination product. Date of event: unknown. Used the first date of the month of the aware date. Device evaluated by MFR.: stent delivery system (sds) was not returned for analysis therefore the catheter serial/batch number cannot be identified. A visual examination of the stent found that the stent was severely damaged and deformed the whole length with stent struts stretched. The sds was not returned for analysis therefore reviews for individual assessment of the catheter could not be performed. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage and stent dislodgement occurred. A 4.00 x 28mm synergy ii drug-eluting stent was advanced for treatment. However, the stent got smashed and became stuck in the body. The stent was removed using a snare. No further patient complications were reported and the patient's reported to be okay.

Manufacturer narrative:
Device is a combination product. Date of event: unknown. Used the first date of the month of the aware date.

Event description:
It was reported that stent damage and stent dislodgement occurred. A 4.00 x 28mm synergy ii drug-eluting stent was advanced for treatment. However, the stent got smashed and became stuck in the body. The stent was removed using a snare. No further patient complications were reported and the patient's reported to be okay.